Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this product reported that the device was very superficial and the device was near eroding. There were no additional adverse patient effects reported. The patient was treated by placing the device in the sub pectoral area. All available information indicates that the product remains in service.